Manufacturer narrative:
Additional information received indicated that the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty deploying the plug. Hemostasis successfully achieved with the exoseal vcd. A 6f destination sheath and a 7f zeon sheath were used during the procedure. The physician has achieved certification on the use of exoseal. The patient¿s blood pressure was unknown. The patient has recovered.

Event description:
Post procedure of the use of a 7f exoseal vascular closure device at the puncture site, it was reported that ¿at night¿, the patient reported pain in her right leg, so a CT was conducted. Then it was found that the plug was in the vessel. The physician tried to remove the plug but the plug moved to the stenosis part of the sfa. The physician was concerned that the plug would flow to below the knee. A stent was placed to hold the plug and secured the blood flow path and then the procedure was finished. This was a percutaneous transluminal angioplasty to the left superficial femoral artery with a contralateral approach.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after the use of a 7f exoseal vascular closure device, the patient reported pain in her right leg during the night. A CT scan was completed which revealed the plug was within the vessel. The physician attempted to remove the plug but the plug moved to the stenotic part of the left superficial femoral artery (sfa). The physician was concerned that the plug would migrate down further therefore; the physician placed a stent to hold the plug against the vessel wall. There was no report of patient injury. The percutaneous transluminal angioplasty with a contralateral approach indicated that the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have any stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A 6f destination sheath and a 7f zeon sheath were used during the procedure. There was no difficulty deploying the plug. Hemostasis was successfully achieved with the exoseal vcd. The physician has achieved certification for the use of exoseal. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the device history record nor the information available for review indicate that there is a design or manufacturing related issue, therefore no preventative or corrective action is required at this time.